Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer remotely and confirmed that the system was not starting. A review of the system logfile found that a power-off command before the machine started up. Upon troubleshooting actions, the rse identified that the system started normally after rebooting. Later, fse went onsite and performed multiple power retests. After repairs, the system was returned to use in good working order.